Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that critical battery alarms would sound on port one (1) of the controller, even when a fully charged battery was connected. The controller was exchanged and returned to the manufacturer for evaluation. There was no reported patient injury related to this event. Evaluation confirmed the reported 'critical battery alarm'. The root cause for the reported event was found to be inaccurate reporting of the battery pack connection and battery capacity most likely as a result of a combination software deficiency, electronic inadequacy, and fretting corrosion on connector pins. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the customer complained of critical battery alarms on port one (1) of the controller. Following a recommendation from a clinical engineer, they checked the port with another fully charged battery and the issue persisted. The facility removed the controller from service and provided the patient with a replacement device. The controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.